Event description:
Boston scientific received information that during follow-up, this device exhibited a battery anomaly in which an increased consumption was noted. The device's data was sent to internal engineers, at which time it was confirmed the device was depleting at an abnormal rate. No adverse patient effects were reported and the device currently remains implanted and in service with over two years of remaining longevity.

Manufacturer narrative:
As no further information concerning this report is expected until the device has been explanted and analyzed, our investigation at this time is complete. This investigation will be updated when further information is received.